Event description:
Following a catheterization procedure, an angio-seal device was placed. Hemostasis was not achieved and slight puffiness was noted at the site. Manual pressure was held. The pt went to the or for a CABG and subsequent repair of the pseudoaneursym. The anchor was noted to be extravascular. Follow-up found the pt to be progressing well. To date the operative report is not available.